Event description:
Patient was found to be having low tidal volumes with the ventilator. Upon inspection of patient's ventilator tubing multiple small holes were noted in the tubing closest to the patient, therefore, causing an air leak and condensation. Respiratory was notified and new tubing was placed. No patient harm identified from this event. This tubing was added to the ventilator to administer the nebulizer in-line.